Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units transport power supply is not functioning the connector is damaged the pin is bent. It is unknown under which circumstances the event occurred, however there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The transport power supply was not replaced as replacements are currently on back order indefinitely with no eta. There are no issues with the unit itself as it functions correctly with batteries and the hospital cart. The suspected faulty removable power supply was sent to getinge's national repair center (nrc) for evaluation. The nrc installed the removable power supply into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The nrc verified the failure of power supply not functioning. The power supply is being retained in the nrc per procedure.

Manufacturer narrative:
Updated fields: h6 (investigation conclusions - add 61). Corrected fields: h6 (remove 498) the following was submitted by manager of the maquet failure analysis and testing dept. (Fat) wayne, nj. The supplier for removable power supply is obsolete and can no longer perform an investigation into the failure of this component. Per the field service engineer (fse), the power supply was not functioning due to customer abuse over time.